Manufacturer narrative:
Based on the claim against the product by the customer noting recognition error, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint regarding recognition error was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on all three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation, which was not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have damage to the conductor wire insulation. Visual inspection found the wire exposed, and a section of insulation measuring 0.037" in length missing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy on several attempts. The root cause of damaged conductor wire insulation is attributed to a component failure. This complaint is reportable malfunction event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a recognition error occurred when the customer was installing the fenestrated bipolar forceps instrument onto the arm. The customer reseated the instrument several times, but the issue persisted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no issue. The instrument was not inserted into the patient¿s body. There was no instrument collision. The procedure was completed with a backup instrument.